Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had battery depletion during warranty time, and was reported as premature battery depletion. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).